Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
Patient reported that revision knee arthroplasty was performed on (B)(6), 2009 due to staph infection. Patient further reported that a subsequent revision procedure was performed on (B)(6), 2010 due to loosening. The tibia tray was removed and replaced and the tibia bearing was exchanged. No further information has been provided to date.